Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2018, arjo received information about an event which occurred at (B)(6) nursing dementia home located in the (B)(6). Following information provided, during the lowering the resident's with use of maxi twin passive floor lift, the lifting arm suddenly dropped. So far, neither injury nor harm was reported to arjo as outcome of this issue.

Manufacturer narrative:
Intialy it was reported that maxi twin was involved in the event, addional information were provided to complaint . After device evaluation at the customer side it was corrected that the opera device was involved in the event insted off maxi twin. Due to this fact the brand name and the exemption has been change in the report. This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. Ab ltd (under registration #9617021). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo hospital equipment ab and any medwatch reports were submitted under registration #9611530 or medibo (medibo medical products nv / 3004468271) and ah magog (arjohuntleigh magog, inc. / 9681684) from 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. On 28-jun-2018, arjo has become aware of the event involving opera passive floor which occurred at (B)(6) home located in the united kingdom. Following information reported by the customer, while the caregiver was lowering the resident, the device lifting arm suddenly dropped and hit the resident. As a consequence of the event, the patient sustained a skin tear on the right arm. After the event, the device was inspected by arjo service technician. The visual inspection showed that the lift was in overall poor condition with signs of wear and tear. Moreover, the service technician observed signs of damages on the bottom of the lift, which might occur when the lift made a contact with an obstacle. The functional test showed that the anti-crush system was not working correctly. The anti-crash system is a safety feature ( which when the spreader bar or stretcher lower onto the patient or any other obstruction, the anti-crush system will engage, stop the motor and all downward movement will be ceased). That this kind of malfunction was assessed by technician as being not related nor the cause the drop of the lifting arm. The service technician was able to re-create the event. While the lifting arm was held by technician and the device up movement was continued , the lifting arm dropped. Based on the service technician evaluation, the lifting arm drop may occur only when the lifting arm is being blocked by an obstruction (e.g. Wheelchair, bed frame, door frame) and the movement (up/down) of the lift is continued. When the labeling is followed and the spreader bar is operated in the correct way, it is very unlikely a spreader bar to move down suddenly. During an inspection of the involved device performed by arjo representative, there was no failure identified that could have caused or contributed to the reported lifting arm fall. All devices are provided with the instruction for use which clearly states how to use the device, the IFU for opera (kpx 01700) contains information that: "the expected operational life of the arjo lift is 10 (ten) years from the date of manufacture providing that the following conditions are adhered to: the unit is regularly cared for and serviced in accordance with recommended, the unit is maintained to the minimum requirements as published in the "preventive maintenance schedule". The servicing and product care, in accordance with arjo requirements, must begin with the customer's first use of the unit. The equipment is used for its intended purpose only and is operated within the published limitations. Only arjo designated spare parts should be used." Moreover, it needs to be emphasized, the device was in use for over 16 year, the device examination showed that the lift had signs of wear and tear. Please note, that the opera device became obsolete since dec-2016. The customer has been aware of this information. The service technician advised the customer that this device should be replaced. Sum up, while the incident occurred the device was being used for the patient's transfer. The root cause was impossible to define despite the analysis of all collected information. As per allegation reported the lifting arm lowered unintentionally, the lift was not up to manufacturer's specification. Complaint decided to be reportable based on the potential for serious injury if the incident would reoccur. - attachment: [cover letter.pdf].

Event description:
On 28-jun-2018, arjo has become aware of the event involving opera passive floor which occurred at (B)(6) home located in the united kingdom. Following information reported by the customer, while the caregiver was lowering the resident, the device lifting arm suddenly dropped and hit the resident. As a consequence of the event, the patient sustained a skin tear on the right arm. After the event, the device was inspected by arjo service technician.